Manufacturer narrative:
Zimvie received one (1) (B)(6), (impl tapered scr-v ha 3.7 mm 3.5mm 10mm) and one unknown screw for evaluation. Visual evaluation was performed, and identified bone debris on external threads. Implant was fractured at the collar. Also, a screw was identified inside the implant. Implant DHR review was completed for the subject lot number 61008701. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61008701 for similar events and no other complaint was identified. Screw DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown screw] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 3 and rm-002p3 rev 8, the most likely root cause determined from the investigation was an overloading of force on implant/screw that led to product fracture. Therefore, based on the available information, a device malfunction did occur. The implant was found fractured with a fracture screw inside of it. The reported event was confirmed all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided. PMA/510k:k011028, k013227.

Event description:
It was reported patient came in office with crown screw broke in implant, implant was fracture- removed at site 30. Clinician did not have the lot # for the broken screw, and no longer had the screw that broke, it went up the suction.